Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2019-98747). 1818910-2019-101396 is being retracted as it is a report duplication.original MFR-( 1818910-2019-98747) will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for acute sepsis : infection - deep. Event is serious and is considered severe. Event is definitely related to device and is probably related to procedure. Date of implantation: (B)(6) 2019; date of event (onset): (B)(6) 2019, (right knee).